Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and degen disc disease/herniated disc pain. It was reported that it has happened twice where the patient believed they accidentally turned off the stimulation and they lost pain relief. The patient said they believed that since they carry the controller in a fanny pack, they think that they press up against something accidentally and this causes the controller to turn off the ins. The patient said that when this happens, their target pain comes back "up to an 8". The patient stated they have to walk at a snail's pace because the pain is so bad when this happens. The patient said the scs works very well to control their pain when it's on, noting that it lowers the level down to a 0 to 3. The patient stated that it takes a few days for the scs to fully capture their pain, noting that it gradually captures the pain more and more until it reaches full effectiveness. Because of this, the patient did not wish to troubleshoot (lower amplitude) during the call, as the scs was still "building" in its effectiveness since it was turned off the thursday prior to the report. The patient said the first occurrence of the scs turning off unexpectedly was maybe a month or two after implant and the second and latest time was thursday. The patient also said when this happened on thursday, they tried to charge the ins and they were unable to charge past 40%. The patient stated that they turned the stimulation back on and then they were able to charge the ins fully. The patient also noted that they did not use the adaptive stimulation (as) because it did not capture their pain and it unexpectedly would "drop it down to zero". The patient said they choose not to use as because of this unpredictability. The patient also said that groups b and c were not effective in controlling their pain, so the patient just used group a, as it was the most effective for them. Patient services (ps) reviewed the basic functionality of the controller and suggested that the patient find a hard case to keep the controller in so that the controller is not accidentally pressed while in their fanny pack. Ps also reviewed that if ever the scs was not relieving the patient's pain and the patient was not able to increase settings, then a manufacturer representative may be able to adjust their settings more optimally. No further complications were reported/anticipated.